Manufacturer narrative:
The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused air in line. Patient came in with air in line, they changed set and came she back a few hours later with same alarm.. When patient returned, pump was alarmin.. No patient injury. No additional information.

Manufacturer narrative:
Device evaluation: two units were returned and received in unused conditions. Visual inspection found no obstructions, damage, broke or other defects detected in any of the joints of the products. Functional test performed no discrepancies were detected, sample was fully priming and connected without difficulty, the pump was set running, liquid flowed through the whole device without interruptions, no alarms were activated. The failure mode reported is not confirmed. Root cause cannot be determined since complaint was not confirmed. No action taken required since complaint was not confirmed.

Manufacturer narrative:
Other text: see h11. D3, g1,g2 email is: (B)(6), corrected data: health effects - health impact corrected.